Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed saline breast implant prosthesis. Post-operatively, the patient reported that she had severe bilateral breast pain and a burning sensation in both her breasts. She consulted with a medical professional who added that the breast implants were too low/bottoming out. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-05291 for the contralateral event.